Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. The cause of the issue was found to be a faulty float switch. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device float switch, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the age and condition of the device, the device will be decommissioned.

Event description:
It was reported that the device flow switch doesn't work. The water levels will drop but the alarm will not trigger. The flow levels are also low. There was no report of patient involvement